Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes, chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, coronary artery disease, prior cardiac surgery, prior pacemaker implant, and heart block. Complications reported included death, surgical intervention (conversion, pacemaker, valve-in-valve), unexpected medical intervention (post-dilatation), cardiac tamponade, vascular dissection, obstruction, stroke, bleeding, renal failure, heart block, aortic regurgitation, valve migration, paravalvular leak, and off label use. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter aortic valve implantation system, instruction for use (IFU), states: the valve is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: clinical impact of prosthesis oversizing in self-expanding intra-annular tavr.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical impact of prosthesis oversizing in self-expanding intra-annular tavr", was reviewed. The article presented a retrospective, multicenter study to evaluate the impact of prothesis oversizing on procedural and clinical outcomes, in patients undergoing transcatheter aortic valve replacement (tavr) with the porticotm and navitortm transcatheter heart valves (thvs). Devices included in the study were portico and navitor. The article concluded that in patients undergoing tavr with se intra-annular thvs, low oversizing (=14%) was associated with higher technical success and fewer valve-related complications. [The primary and corresponding author was ander regueiro, hospital clínic de barcelona; barcelona, spain, with corresponding email: aregueir@clinic.cat]. The time frame of the study was from october 2017 to september 2024. A total of 400 patients were included in the study, of which all received an abbott device. The average age was 83.0 years and the majority gender was female. Comorbidities included arterial hypertension, diabetes, chronic obstructive pulmonary disease, atrial fibrillation, renal impairment, renal failure, coronary artery disease, prior cardiac surgery, prior pacemaker implant, and heart block.